Event description:
It was reported that the right atrial lead had triggered an impedance warning for high impedance. The lead also had noise and oversensing. The lead was capped and not replaced when the patient was downgraded to a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.